Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump display became nonfunctional after a previously cracked screen progressed to a black display with white and black lines, consistent with physical damage to the device¿s user interface component. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no medical intervention. Investigation included review of complaint details and arrangement for device replacement with instructions for device shutdown, data sync to the mobile app, and return shipping. Investigation of this device revealed damage to the display assembly consistent with external physical impact, resulting in loss of screen visibility and usability. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.